Manufacturer narrative:
Integra completed its internal investigation 09/08/2015. The investigation included: method: -DHR review. - review of complaint management database for similar complaints. - visual inspection. Results: DHR review was completed for cusa excel handpiece, (B)(4), date of manufacture: april-2011. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. The service history for cusa excel handpiece, (B)(4) has identified no issues related to complaint incident. A minimum of 12 months review was completed using the following key words ¿hp not working¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 28-july-2014 to 17-aug-2015. A total of (B)(4) complaints are possibly linked to the reported ¿cusa excel hp to be repaired¿ failure due to investigation in progress. A CAPA has been open to investigate and correct failures encountered with customer complaints associated with over-torqueing. The reported failure was confirmed; during investigation it was observed that the transducer and the coil form were defective. Transducer was out of specifications due to too low stroke and the coil form had a short circuit. As part of the repair, faulty transducer, coil form, handpiece housing and o-rings will be replaced under work order (B)(4) and the handpiece will be calibrated and tested within specification prior to being returned to customer. Conclusion: the failure analysis investigation has concluded the cause of the cusa excel handpiece not working was due to faulty coil form and transducer.

Event description:
This is the second of two reports (similar product problem, same product ID, different serial numbers, different patients). The output from the handpiece tip does not output full power. The issue was occurred during surgery, while performing a functional check on the cusa machine for a craniotomy for brain tumor procedure. The handpiece was connected to the cusa machine and the parameters were within specification. The handpiece output at the tip drops when pressure was applied in running mode. The output power was approximately 10% less. There was no patient contact or injury. A second hand piece was used to complete the surgical case. There was a one hour increase in surgery time. There was no harm to the patient due to the one hour increase in surgery time.